Event description:
The physician used a wilson-cook triclip endoscopic clipping device during an ercp procedure, in the pt's duodenum. When the clip was attached to the tissue site. The drive cable would not disengage from the closed clip. The handle was cut from the device and the endoscope was removed. Another endoscope was advanced beside the drive cable and rat tooth forcepts were used in an attempt to manipulate the clip from the drive cable. This was unsuccessful. A second attempt using regular forcepts to release the clip from the tissue site was also unsuccessful. The clip was removed from the patient by performing multiple biopsies around the closed clip to release if from the tissue site. An additional procedure was not required due to this occurrence. Post procedure the pt's condition was reported to be good.